Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad button response issue. The reporter stated that the keypad buttons felt ¿mushy¿ after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: during investigation, the pump failed to power on. There was visible moisture damage in the display. The keypad was found to be intact; no damage was observed. The functionality of the keypad buttons was not able to be tested due to no power to the pump. The keypad was removed and there were no damaged or misaligned contacts found; no evidence of contamination was found under button contacts. A leak test was performed and revealed a leak at a crack in pump case and at the audio bolus button. The pump was opened and moisture damage was found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).